Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pulse generator exhibited inappropriate mode switches and oversensing. The patient did not experience any symptoms. The patient would continue to be monitored remotely.